Manufacturer narrative:
Additional information: device evaluation: lens was returned dry in lens case/vial with clear surgical residue/debris on the product. Visual inspection found that the haptic was bent. Conclusion code: as per dfu for this lens model, implantation of this lens in an individual with anterior chamber depth (acd) below 3.0mm is contraindicated. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1 mm vticmo12.1 implantable collamer lens, -13.50/+1.5/093 diopter in the patient's right eye (od) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vaulting. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op uncorrected visual acuity was 20/20.